Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test high. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test high" was not reproduced. Performed flow accuracy verification and the device passed, (volume to be infused: 125ml/hr, results: 124.682, error percentage: -0.254%) and (volume to be infused: 125ml/hr, results: 123.285, error percentage: -1.374%). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No component could be determined for causality however travel plate will be adjusted as a precautionary measure.. Should additional relevant information become available, a supplemental report will be submitted.